Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient underwent a spinal surgery using rhbmp-2/acs. Post-op, the patient reportedly developed "problems such as pain, required me to need another surgery, physical limitations, as well as mental anguish."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted and was presented with the following pre-op diagnosis: l4-l5 spondylolisthesis. Pre-operatively, imaging studies demonstrate severe lumbar disk degeneration with evidence of instability and nerve with impingement. She underwent the following procedures: l4 decompressive laminectomy. L5 decompressive laminectomy. L4-l5 posterior antibody fusion. Posterolateral arthrodesis l4-l5. Pedicle screw fixation 6.5x40mm screws l4-l5. Microdissection. Intraoperative fluoroscopy. Application of epidural neuroanesthetic agent- marcaine. Application of intrathecal neuroanesthetic agent- duramorph. Morcellized allograft. Morcellized autograft. Application of intravertebral device l4-l5. As per the operative notes, ¿sizers were inserted into the disk space and was selected until the appropriate size was selected and filled with bone morphogenic protein infused. This was inserted into the diskectomy defect. At this point the quadrant retractor was removed and the ap single fluoroscopy was bought into the case.¿ no intra-operative complications were reported. She was discharged on (B)(6) 2008.